Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak was identified during visual inspection and leak testing. The cause of the leak was due to flow wrap damage to patient line tubing during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, a baxter technician determined that the device leaked. There was no patient involvement. No additional information is available.